Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms; rv >> right atrial (ra) was 147 ohms and rv coil >> can was 145 ohms. It was noted that pace impedance measurements were 500 ohms, and shock impedances were 88 ohms at implant. There was no evidence of noise. Technical services (ts) reviewed potential options for the lead. It was noted that the patient was scheduled for routine device replacement due to therapy upgrade from an implantable cardioverter defibrillator (ICD) to a cardiac resynchronization therapy defibrillator (crt-d), and the procedure was completed successfully. Impedance testing showed acceptable measurements at the device replacement procedure; the shock impedance measurement was 98 ohms. This rv lead remains in service. No adverse patient effects were reported.